Event description:
The surgeon inserted a competitor's lens using the indigo-p injector with the sfc-25 fp catridge. The lens trailing haptic broke. The lens was removed without enlarging the incision. No patient injury. Surgery was completed using another lens.